Event description:
After 9 yrs of implantation, the device involved in this MDR report was explanted and returned for analysis. It could not be interrogated during follow up in 2005; the reporter observed a proper behavior when report was applied. Absence of pacing was observed three days later.